Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse was able to confirm the customer's complaint via the diagnostic log. The customer replaced the lithium-ion battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The h10 of previous follow up report should have been stated as: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse informed that the reported issue was not duplicated by a test run performed. Since occurrence record of "check vent: internal battery failed" (diagnostic code 1124) was confirmed in the event log, the lithium-ion battery will be replaced as recurrence preventive measures. The pse replaced the battery as recurrence preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated contact information and contact office entity.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery alarm sounded. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
(B)(6).